Event description:
It was reported that the microcatheter was broken. This direxion fathom-16 system microcatheter was selected for use, and during the procedure the contrast was observed from where the microcatheter was broken. The microcatheter was removed, and the procedure was completed with a new direxion microcatheter. No patient complications.

Event description:
It was reported that the microcatheter was broken. This direxion fathom-16 system microcatheter was selected for use, and during the procedure the contrast was observed from where the microcatheter was broken. The microcatheter was removed, and the procedure was completed with a new direxion microcatheter. No patient complications. Additional information was received indicating that the break occurred at the proximal end of the catheter when making a series of pumps via the catheter in the right hepatic artery. There was no resistance experienced, and the anatomical conditions were normal.

Manufacturer narrative:
Device eval by manufacturer: the direxion fathom-16 system microcatheter was received for analysis. Microscopic examination of the shaft showed a fracture located 4.8 cm from the hub. The device was not completely separated the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. A fractured shaft was confirmed.

Event description:
It was reported that the microcatheter was broken. This direxion fathom-16 system microcatheter was selected for use, and during the procedure the contrast was observed from where the microcatheter was broken. The microcatheter was removed, and the procedure was completed with a new direxion microcatheter. No patient complications. Additional information was received indicating that the break occurred at the proximal end of the catheter when making a series of pumps via the catheter in the right hepatic artery. There was no resistance experienced, and the anatomical conditions were normal.